Manufacturer narrative:
A visual assessment of the returned system inserter showed signs of repeated use, as identified by surface scratches and worn laser markings. The inner draw rod was not present with the instrument and unable to be assessed. The handle assembly, as well as the four set screws at the bottom of the turning knob were noted loose. A functionality assessment was unable to be performed due to the damaged condition of the returned system inserter, which was removed from distributable inventory. The system inserter is intended to be used to place system implants. It was reported that while attempting to reposition an implant, the inserter was hit with a mallet and the inner rod of the inserter was damaged and detached from the inserter. A DHR review was performed for the lot and there was no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available since 01/18/2012, resulting in a lifespan of approximately 13 years. The root cause of the broken inserter was unable to be reliably determined, however it may be possible for the instrument to be broken if there was excessive force placed upon the inserter. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor for reports of damaged system inserters and will perform complaint investigations and regulatory reporting as appropriate.

Event description:
The manufacturer was made aware of a product complaint on 07/28/2025. It was reported that the inner rod of a system inserter was broken after being hit with a mallet to adjust the positioning of an implant cage. An alternate instrument was used to successfully complete the surgery. There was no delay in surgery and no known patient complications. A return authorization number was issued for return of the complaint inserter, which arrived at the manufacturer for assessment on 08/05/2025.